Event description:
The clinic reported that patients treated on one treatment day were found to be undercorrected when examined at the one day post-operative examination. Additional information has been requested from the clinic however this information has not been provided.

Manufacturer narrative:
Information in section f was provided by the manufacturer. The amo field service engineer examined the laser at the customer location and was not able to find any issues with the equipment. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.